Event description:
It was reported to empi that a (B)(6) female patient received third degree burns using a hybresis iontophoresis patch. The injury was on the bilateral masseter, the patient s diagnosis was facial pain, myositis myalgia. This was the 5th treatment. The compound used was dexamethasone; concentration of compound was 4% at 1.5ml. The medication was placed on the negative side of the patch, with saline on the positive side of the patch. The mode used was hybresis the electrode was worn for 2 hours. The burns were noticed after removing the patch and were under the negative polarity. Each burn was approximately .4cm across and .6cm vertically. The burn on the left appeared deeper with a larger area of white tissue. The patient experienced pain and discomfort and complains of itching in the healing process. The patient received medical treatment through a family physician and was given bacitracin ointment to apply to burn. The progress toward recovery was not impeded because of this incident.

Manufacturer narrative:
The returned patches were evaluated on 22 october 2014. All but one of the used patches operated within specification. One of the used patches failed ph testing on the negative side. Both patches had some uneven coloration on the negative side, indicating the potential for uneven current distribution. If the patches did not have even skin contact, this could lead to uneven current distribution during treatment, which is why the hybresis patch IFU contains a warning about poor connection between the electrode and the patient's skin.

Manufacturer narrative:
The clinic sent 2 patches back to be evaluated, however, they are unsure which lot number was used in this incident.